Manufacturer narrative:
Concomitant medical devices: product ID: d224trk ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds which caused the device battery to deplete in just over 3 years. The lead was capped and replaced due to the patient's anatomy and lead position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.